Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, the rear response button cable was torn. The cause of the inability to activate the response buttons is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the monitor.